Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed a "low battery" meter message. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at 4:00pm. The patient reported she manages her diabetes with insulin and oral medications. The patient reported to the mss that the meter would not power on and as a result of the issue, she was unable to use the meter and so she guessed on how much insulin to administer. The patient reported to the mss that on (B)(6) 2011 at 4:40pm she became "shaky, weak and clammy" and so ems was called for assistance. Ems arrived 4:50pm at which time a blood glucose result was obtained on an unknown ems meter and the patient received hcp treatment of IV glucose. The patient reported that she felt better afterwards and no hospitalization was required. The cca noted that during troubleshooting, there was no misuse of the subject meter and that the subject meter battery was in need of replacement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention by an hcp and received IV glucose as treatment for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.